Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following sections could not be completed due to limited information: implant date - approximately 2 years ago. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a total knee arthroplasty approximately 2 years ago. Subsequently, patient was revised on (B)(6) 2015 due to loosening of the tibial tray. During the procedure, the tibial tray and bearing were removed and replaced.